Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump stopped with an "fail 5" error message. The pump was power cycled and then worked. The perfusionist was able to get the unit running properly. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.